Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead's helix was damaged and unable to retract. The lead was not used, and a new lead was implanted. The patient was stable.

Manufacturer narrative:
The reported events of a helix mechanism issue and helix damage were not confirmed. As received, a complete lead was returned. The helix could be extended and retracted when applying the torque directly to the connector pin. The full helix extension length was measured to be within specification. Visual and x-ray examination of the lead were normal. Electrical testing was normal.